Event description:
During preventative maintenance of the device, the field service rep reported that one rubber foot was missing. Since the event occurred during preventative maintenance, there was no patient involvement during this event.